Event description:
It was reported that the drill stop slipped when reaming during an open reduction internal fixation of an intertrochanteric fracture of the hip. During reaming the stop slipped one notch further than the surgeon wanted but it did not go into the acetabulum. There was no harm to the patient. The surgeon was able to complete the procedure successfully without any delays. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device history record was reviewed and no issues were found during manufacture that would contribute to the complain condition. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the drill stop was received intact containing surface scratches and tool marks consistent with regular use. The device was manufactured in may 2003 and is over 11 years old. The device is recommended for use along with a companion step drill in trochanteric fixation nail (tfn) applications where dense bone is encountered. During this evaluation, the returned drill stop was assembled with a stepped 6mm/10mm drill bit (part #357.403 lot# pe01778). The returned drill stop would not hold when considerable linear force was applied in both directions. The complaint condition of does not/will not function was therefore replicated. However changes were made to the drill and drill stop in july 2011 and february 2012. These changes improved the overall engagement of the drill stop plunger mechanism's interface with the grooves of the stepped drill bit. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.